Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that hemostasis of the right common femoral vein was attempted after an ablation procedure with a proglide device via an 8.5f sheath. Reportedly, when the plunger was pushed down, and removed, the suture was not present. A cuff miss was noticed. Additionally, when the foot was attempted to be retracted, no response was felt. The puncture site was incised to remove the device. During removal, the guide (junction between black plastic part and metallic part) was found broken but held together by the actuator wire and the device was removed in one piece. The wound was sutured to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide break/ separation were confirmed. The difficulty opening and closing the foot could not be tested due to the condition of the returned device. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: the device was advanced/pulled back and the lever opened/closed in an attempt to remove the proglide. The suture may have been caught in the o-ring. No tissue damage was observed. The access site was sutured to achieve hemostasis. No additional information was provided.